Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated that the numbers on the screen, in the bolus wizard, continued to scroll on their own and did not stop moving. Customer's blood glucose level was 205 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.